Event description:
A hospital in a foreign country reported to our distributor that during the setting up of an rt206 adult inspiratory heated breathing circuit ("the breathing circuit"), the heater wire alarm (on the humidifier) activated. Hosp staff replaced the breathing circuit which solved the problem. It seemed that the heater wire of the breathing circuit was open circuit. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to an international affiliate. The product is not sold in the USA but it is similar to a product which is sold in the USA. Method: the electrical resistance of the heater wire in the inspiratory tube of the breathing circuit was tested using a multimeter. Results: the resistance of the heater wire in the inspiratory tube is an open circuit due to a break in the connection between the heater wire and one of the connector pins. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. Improvements were made recently to crimping machines on the production line. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a week crimp connection. This breathing circuit was manufactured before the date of improvements. Our monitoring and trending of events involving open circuit heater wires in breathing circuits has a rate of occurrence worldwide of 0.0022% for the last year.